Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly the patient was revised due to a broken neck. Patient was lifting a bucket off the floor and twisted his upper body and felt a pop in his right hip. Was hospitalized urgently and showed that the column component was broken. He was transferred to (B)(6), where wagner replaced the prosthesis and removed on pseudotumor on the basis of the metal carrier.